Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. H6: ec method code desc - 5: communication/interviews (4111). Investigation - evaluation cook was informed on (B)(6) 2020 of an incident involving a cook bakri postpartum balloon with rapid instillation components. As reported, the syringe component of the complaint device did not have a thread or hole through which to dispense fluid. The nature of the hemorrhage was atony post c-section. There was approximately 2100 ml of blood lost prior to the bakri placement, and the blood loss was measured using the dressings from the recovery room, during c-section, and aspiration in the operating room prior to balloon placement. The patient had hypovolemic shock, spent two days in the intensive care unit, and received blood transfusions. She received 4 bags of red cells, 2 of plasma, and 2 of platelets. "It was decides with 7.0% hemoglobin." Hemostasis was achieved by using ergometrine, misoprostol, tranexamic acid, and finally balloon placement. The bakri device was placed trans-vaginally approximately 1 hour after the c-section. The defective syringe was replaced and 300cc was administered to the balloon. Due to the delay in the balloon usage, the bleeding time was increased, and the patient's hemoglobin decreased from 10 to 8 gm/dl. A document-based investigation was performed including a review of complaint history, device history record, quality control data, and the instructions for use (IFU). The complaint device was not returned; therefore, no physical examinations could be performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." A clinical assessment was completed: per the IFU: contraindications: disseminated intravascular coagulation (dic). A diagnosis of dic was not reported, however the lab results provided suggest the patient developed dic at some point. It is unclear however at what point in the sequence of events this occurred. With the information currently available, the possible contributing factors for this sequence of events includes manufacturing, and patient condition/pph risk factors. The complainant did not return the complaint device to cook for investigation. Cook has not received a similar complaint device for evaluation for a similar failure mode in the past. Cook has concluded that a manufacturing event likely contributed to the reported failure. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
B1: upon receiving additional details regarding the events and patient outcome, this will be considered an adverse event and product problem. H1: upon receiving additional details regarding the events and patient outcome, this will be considered a serious injury. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 25feb2020: the nature of the hemorrhage was atony post c-section. There was approximately 2100 ml of blood lost prior to the bakri placement, and the blood loss was measured using the dressings from the recovery room, during c-section, and aspiration in the operating room prior to balloon placement. The patient had hypovolemic shock, spent two days in the intensive care unit, and received blood transfusions. She received 4 bags of red cells, 2 of plasma, and 2 of platelets. "It was decides with 7.0% hemoglobin." Hemostasis was achieved by using ergometrine, misoprostol, tranexamic acid, and finally balloon placement. The bakri device was placed trans-vaginally approximately 1 hour after the c-section. The defective syringe was replaced and 300cc was administered to the balloon. Due to the delay in the balloon usage, the bleeding time was increased, and the patient's hemoglobin decreased from 10 to 8 gm/dl. The lowest platelet count noted was 144,000. The lowest fibrinogen was 150mg, and the patient had metabolic acidosis. Additional information has been requested regarding the blood volume lost after the difficulty experienced with the bakri device. A follow up report will be submitted if additional details become available.

Manufacturer narrative:
Name and address: street: (B)(6). Occupation: other non-healthcare professional: regulatory affairs chief. PMA/510k #: k170622. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was initially reported, while attempting to treat post partum bleeding (pph) using a cook bakri postpartum balloon with rapid instillation components, the syringe did not have 'thread' and the 'barrel' did not have a central hole to pass the fluid. There were no adverse effects reported due to the alleged malfunction. Additional patient and event details have been requested. A follow up report will be submitted if/when additional information is received.